Event description:
When engaging the needle cover of the bd eclipse 21 ga (21 gauge) blood collection needle it slips out of the hinge and fails to secure the needle. The employee reporting the issues says it occurred five time this morning. Bd diagnostics. Sparks glencoe, md 21152. Us. Reference reports: mw5144800, mw5144801, mw5144803, mw5144804.